Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged. A revision procedure was performed wherein the lead was repositioned. All lead parameters were within normal limits following revision. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.